Event description:
Customer reported that she had unexplained high blood glucose of 560 mg/dl, because her insulin pump is not delivering the insulin. Customer stated that the insulin pump is broken where the reservoir goes into, and know the reservoir doesn't lock in place. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case on display window corners, reservoir tube belt clip slot and battery tube threads.